Manufacturer narrative:
This lead was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that during a routine check up it was not possible to establish this right ventricular (rv) pacing thresholds due to loss of capture. Further investigation noted that the lead had dislodged. A revison took place to attempt to reposition the lead but it was not possible to retract the helix thus a new lead was used. This rv lead was expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier and evaluation conclusion.

Event description:
It was reported that during a routine check up it was not possible to establish this right ventricular (rv) pacing thresholds due to loss of capture. Further investigation noted that the lead had dislodged. A revison took place to attempt to reposition the lead but it was not possible to retract the helix thus a new lead was used. This rv lead was expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Laboratory testing of the helix mechanism showed the helix housing being clogged with dried blood/body fluid, while the failure to capture and high pacing threshold allegation was not confirmed based on normal lead resistance measurements. The dislodgement allegation as not confirmed but was a known inherent risk of the device..

Event description:
It was reported that during a routine check up it was not possible to establish this right ventricular (rv) pacing thresholds due to loss of capture. Further investigation noted that the lead had dislodged. A revsion took place to attempt to reposition the lead but it was not possible to retract the helix thus a new lead was used. This rv lead was expected to be returned for analysis. No additioanl adverse patient effects were reported.